Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that she had been wetting the bed 2 to 3 times at night. The patient reported that she met with a manufacturer¿s representative about a week prior to the report and they discussed programming changes but nothing had been done yet. It was noted that this change was sudden.